Event description:
It was reported that the controller exhibited controller fault alarm due to internal battery and a loss of power. I was stated that the healthcare professional noted that the patient and caregiver were not in compliance, leading to the decision to mute the alarm to prevent another pump stoppage since patient is fully dependent of the vad. There was a risk identified of no "no power" alarm a double disconnect of power sources. The healthcare professional planned to retrain the patient and caregiver, explaining the risks associated with double power disconnect and the availability of the "no power" alarm. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: one (1) controller ((B)(6)) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed five (5) controller fault alarms logged on (B)(6) 2025 at 19:10:58, 20:18:14, 21:21:46, 22:23:52, and on (B)(6) 2025 at 01:14:09, indicating an issue with the internal battery. Furthermore, the controller, (B)(6), was in use for more than (2) years. Review of the event file associated with (B)(6) revealed (B)(4) controller power-up events since (B)(6) 2025. The controller was off for an average of 24 seconds. No anomalies were observed leading up to the losses of power. Additionally, review of the alarm file revealed one (1) low flow alarm logged on (B)(6) 2025 at 98:42:58. The low flow observation is an additional finding not related to the reported event. As a result, the reported events were confirmed. Based on the available information, the device may have caused or contributed to the observed low flows finding. Based on the risk documentation, possible causes of the observed low flows finding may be attributed to multiple factors including but not limited to thrombus at the inflow canula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; possible root causes of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. The most likely root cause of the loss of power events can be attributed to the reported double disconnection of both power sources, as described in the event details. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, (B)(6) falls in scope of this CAPA. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.